Event description:
Medtronic received info that one year post implant of this pulmonary valved conduit, a balloon angioplasty was performed for stenosis. According to the available info, this valve remains implanted and there were no adverse pt effects.

Manufacturer narrative:
Since the initial report was submitted, additional information was received that approximately three and one -half years following implant, a valve in valve procedure was performed due to a type ii stent fracture and stenosis. The valve remains implanted. No adverse patient effects were reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis : no product returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.